Manufacturer narrative:
Oscillating saw attachment (B)(4) was returned for complaint investigation. Upon receipt, it has been confirmed that the attachment was functional but that some pins were no longer attached to the mounted drive shaft. No other external damage was observed. The device couldn't be repaired. The root cause of the reported event is undetermined.

Event description:
It was reported that the universal oscillating saw attachment doesn't work. There was no pt harm or delay reported and the procedure was completed with the same device.